Event description:
It is reported that the customer had high blood glucose levels of 156 mg/dl. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The customer reported a bent cannula on the last infusion set that was removed. The customer was advised that new infusion sets would be shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.